Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 125 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.